Event description:
As reported, button one of a 5f mynx control vascular closure device (vcd) could not be depressed at all. Therefore, another mynx control was used. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There were no visible signs of device/package damage prior to use. The mynx vcd was prepared according to IFU (instructions for use). There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in diagnostic procedure and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation the sealant sleeves were not fully covering the sealant, and it was found exposed, and swelled from exposure to blood.

Manufacturer narrative:
Complaint conclusion: as reported, button one of a 5f mynx control vascular closure device (vcd) could not be depressed at all. Therefore, another mynx control was used. There was no reported patient injury. The device storage temperature did not exceed 25° celsius. There were no visible signs of device/package damage prior to use. The mynx vcd was prepared according to the instructions for use (IFU). There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in diagnostic procedure and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The syringe and the procedure sheath were not received, and the stopcock was found opened. The sealant sleeve assembly was observed to have been severely kinked/bent outward as received; however, no cracks were observed on it. Additionally, the sealant sleeves were not fully covering the sealant, and it was found exposed, and swelled from exposure to blood. Functional testing was performed with the returned device per the mynx control IFU, step 2: deploy sealant. It was revealed that the sealant was exposed to blood and adhered to the device components, which caused resistance felt when attempting to depress button #1 as received. Therefore, the sealant was soaked in water and removed from the device components. Once the sealant was removed, button #1 was able to be depressed as intended per the mynx control IFU. No issues were noted with respect to button 1 deployment during failure investigation. Per microscopic analysis, visual inspection at high magnification revealed that the sealant sleeve assembly was observed to have been severely kinked/bent outward as received; however, no cracks were observed. Additionally, the sealant sleeves were not fully covering the sealant, and it was found exposed, and swelled from exposure to blood. The product history record (phr) review of lot f2220005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis after the adhered sealant was removed. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the severely kinked/bent condition of the sealant sleeves noted. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis after removal of the adhered sealant. However, handling factors (although it was reported that the tension indicator was aligned with the markers before attempting to deploy) are possible. Additionally, procedural/handling factors likely resulted in the severely kinked/bent condition of the sealant sleeves (although it was reported that there were no damages noted to the sleeves when the device was removed), and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the product analysis suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.